Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, the patient underwent surgery due to plid. During the surgery, there were five set screws found slipped and could not be used anymore. The surgeon had to change to another products to complete the surgery. The products were used in the patient. The patient&#38112;current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.